Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: flickering was due to a kink/knot on cable. Additionally, a bad blurry image was found and due to bad charged coupled device. No other issues were identified. A probable root cause cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the autoclavable camera head had an image that was flickering. The issue occurred during the preparation for a diagnostic procedure (hysteroscopy). The procedure was completed using a similar device. There were no reports of patient harm.